Manufacturer narrative:
The insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump was received with cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 9 mg/dl. Customer had symptoms such as not feeling well. Customer was hospitalized for hypoglycemia. Customer was treated with IV and glucagon. Customer was wearing insulin pump at the time of hospitalization. The insulin pump was returned for analysis.